Event description:
Attorney reported: 10/02/2001 - patient underwent hernia repair procedure during which a composix kugel mesh was used to repair the hernia defect. In early 2006, the patient developed an infection thought to be related to the mesh. In 2006 - the patient was taken to the operating room to have the mesh removed. The first layer of the mesh was found to be densely adhered to the abdominal wall. The mesh was filled with a murky, infected fluid. The bottom layer of the mesh was found to be adhered to the small bowel. The mesh was removed and the small bowel was resected. The patient suffered injury, including infection problems for many months following the removal of the patch. The patient also required multiple follow-up surgical procedures.

Manufacturer narrative:
The size and lot number of the mesh, 11 x 14 cm of lot 41fldp11 belong to product number 0010205, not a 0010206, which was indicated in the legal complaint/summons. The subject product code will be recorded. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.